Event description:
The patient reported probable contact dermatitis with signs of secondary infection. The patient did not present to their healthcare provider and treated the area with over the counter medication.

Manufacturer narrative:
Skin irritation is a known inherent risk of the device. Clinical ref. Manual ((B)(4)) warnings state the following: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.